Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat, and had vibration. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was worn, and the device was generating heat. It was noted that the device had liquid damage and the bearing was defective. It was further determined that the device failed pretest for vibration, thimble set screw, and temperature assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.